Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the endurant iis bifurcated stent graft was deployed using left side for access and the stent graft was implanted successfully. It was noted that cannulation was difficult due to previously implanted kissing stents. A snare catheter was inserted from the right side to cannulated the gate. The right iliac artery was perforated distal to the pre-existing stent. The physician converted to open repair and most of the device was explanted in order to implant a bypass graft. After several hours of open repair the patient expired. The physician stated that the cause of the event could not be determined, however it may have been caused by the snare catheter. No additional clinical sequelae were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.